Event description:
It was reported to technical services on 10/27/2011 that this rv lead has loss of capture at max outputs. Have lv capture, so rep made sure to program with 2x safety margin in lv. Rep notified md, and they are going to try to check out issue tomorrow. Impedance good, in normal range. Impedance hasn't changed, at implant was 515ohms and today 434ohms. Impedance has varied between there, but no huge trend downward. Pt going to hospital tomorrow to do exploratory procedure and look at lead to see if possibly dislodged, perforated, etc. Rep can give update tomorrow after case. There are no pt symptoms - pt said he was ok, pt just came in for normal check and they saw on EKG that rv wasn't pacing much - only about 34%. Pt has intrinsic conduction rest of time. They thought there might be fluid leaking into pericardial sac, so lead might have prefered. That's why they had caller come in and check device today. Caller working with md dr (B)(6) and checked pt at (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).